Event description:
It was reported that a defibrillation threshold (dft) test was performed for this subcutaneous implantable cardioverter defibrillator (s-ICD) system during its implant procedure. The dft failed to convert the patient's rhythm, with multiple [le external shocks required to convert the patient and the patient required chest compressions. The patient had a cardiac arrest as well as asystole, with them experiencing bradycardia afterwards. The physician requested for 10 joules shocks to be performed to stimulate heart activity. A day later, the s-ICD system was removed. A new transvenous system was implanted. No additional adverse patient effects were reported.